Event description:
Caller reported that control-iq was not adjusting insulin delivery as expected, with blood glucose levels displaying as "high" though the specific value was unknown. The caller administered a correction bolus via the pump. Technical support educated the caller on how control-iq predicts glucose values and adjusts insulin delivery, explaining how incorrect weight settings might affect its function. The caller understood the explanation but did not agree that control-iq was functioning as intended.